Manufacturer narrative:
There was no button error alarm noted. All buttons functioned properly, however, the pump had moisture on the keypad traces. There was no moisture damage noted on the electronic assembly or motor assembly. The pump had a missing end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm that won't clear. Customer stated that he got caught in a rainstorm while he was hiking. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.